Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out and they were unable to exit the preparing to prime loop. Customer stated that they have dropped the insulin pump in the past and have a mark on the screen of the devise. Drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 327 mg/dl and has treated with a shot. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a faulty force sensor. No error alarm noted. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.